Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Correction to b3 (event date) = (B)(6) 2026. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer said the procedure was a hysterectomy. The customer discontinued using arm 1 and continued using arm 2, 3, and 4 for the procedure. Patient demographic information was provided. Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. As a result of these findings, fa concluded that the axes controller spar button board1 printed circuit assembly (pca) was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.